Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had failed battery test and also had off no power. Customer stated that the contacts are not missing or damaged. Customer also stated that neither compartment nor spring are damaged or corroded. The insulin pump will not be returned for analysis.